Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, high out-of-range shock impedance measurements greater than 125 ohms were observed. This ICD system remains in service. No additional adverse patient effects were reported. Additional information received reported that a recent shock impedance measurement of 100 ohms was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Per the clinic, the patient was prescribed medication to control the atrial fibrillation (af). This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Hold for rh 1.26 it was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had stored episodes where it was suspected that anti-tachycardia pacing (atp) and shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, high out-of-range shock impedance measurements greater than 125 ohms were observed. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.